Event description:
It was reported that the customer's insulin pump alarmed motor error multiple times during bolus. The device was dropped and possible the drive support is flush. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The motor was tested outside the device and passed. Unit passed displacement and basic occlusion. Unit had cracked case at display window corners and scratched and bleeding display window glass.